Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, opening on radius and red particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on radius and stress marks. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of opening shell assessed as fold flaw opening.

Event description:
Patient reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV. The device has been explanted.